Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: I can confirm that patient had the primary left total hip arthroplasty since I was able to see the original stryker stickers. I can also confirm that the patient underwent revision surgery as described above since I was able to review the operation report ('june 3, 2015: this is an operation note by dr. James roberson. The preoperative and postoperative diagnosis was "painful left hip with metallosis from corrosion at the head and neck, morse taper." The procedure performed was "revision left total hip replacement." The indications revealed that the patient was 45 years of age and had pain around his left hip for the past 6 to 12 months. Preoperative work up showed elevations in the serum chromium and cobalt levels and in the joint fluid serum and chromium levels. Once the capsule was opened there was evidence of metal tissue reaction within the hip joint. No necrosis was noted. Extensive black staining and corrosion at the junction of the chrome cobalt head on the stem was noted. The taper was cleansed and a sleeve and new ceramic head was placed. He does mention meticulous cleaning of the taper before insertion.') Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion corrosion and metallosis are multifactorial including surgical technique, especially in the way the femoral head and stem troian is prepared prior to insertion, patient factors including lifestyle, activity level and bmi, and implant factors. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that ¿plaintiff underwent a total hip arthroplasty on or about 02/07/2011. A diagnostic workup allegedly revealed the presence of increased levels of metal ions, which resulted in a revision surgery on unknown date. Suit filed in new jersey.' A review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: I can confirm that patient had the primary left total hip arthroplasty since I was able to see the original stryker stickers. I can also confirm that the patient underwent revision surgery as described above since I was able to review the operation report. The root cause of this event cannot be determined with certainty. The causes of trunnion corrosion and metallosis are multifactorial including surgical technique, especially in the way the femoral head and stem troian is prepared prior to insertion, patient factors including lifestyle, activity level and bmi, and implant factors. The subject device has been identified to be within scope of nc and CAPA . Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Plaintiff underwent a total hip arthroplasty on or about (B)(6) 2011. A diagnostic workup allegedly revealed the presence of increased levels of metal ions, which resulted in a revision surgery on unknown date. Suit filed in new jersey. Extract from the medical review: '(B)(6) 2015: this is an operation note. The preoperative and postoperative diagnosis was "painful left hip with metallosis from corrosion at the head and neck, morse taper." The procedure performed was "revision left total hip replacement." The indications revealed that the patient was 45 years of age and had pain around his left hip for the past 6 to 12 months. Preoperative work up showed elevations in the serum chromium and cobalt levels and in the joint fluid serum and chromium levels. Once the capsule was opened there was evidence of metal tissue reaction within the hip joint. No necrosis was noted. Extensive black staining and corrosion at the junction of the chrome cobalt head on the stem was noted. The taper was cleansed and a sleeve and new ceramic head was placed. He does mention meticulous cleaning of the taper before insertion.'